Event description:
Customer alleged the lancet needle will not retract after firing in the softclix lancet device. Customer reported no accidental sticks. Customer does not have suspect device for return. Replacement product was sent.